Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 911 mg/dl. Reportedly, the cause was undetermined, however the customer reportedly believed the pump was not working as intended. Customer attempted to bring bg level down by delivering a bolus. The customer was subsequently admitted to the hospital where an intravenous drip was used in an attempt to resolve the issue. Multiple attempts were made to follow up with the customer; however, no response was received.

Manufacturer narrative:
Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer removed the infusion site and observed inflammation from the non-tandem infusion set. Although requested, the brand of infusion set was not provided.